Event description:
It was reported that the customer was connected at the site during the load sequence. The customer's blood glucose was 210 mg/dl. The customer acknowledged that they are aware to not be connected at the site during the fill tubing process.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.